Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device photo analysis: visual analysis of the photographs identified: rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "change in shape and increase in breast volume. A violation of the integrity of the implant was found on ultrasound and MRI of the mammary glands". Later, healthcare professional reported "a violation of the integrity of the implant was found both before surgery (ultrasound, breast MRI), as well as intraoperatively". This relates to the right side. The device was explanted and replaced by a non-abbvie device.